Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.081 ng/ml versus expected < 0.012 ng/ml) from a known troponin free fluid run on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a known troponin free fluid run on the vitros eciq immunodiagnostic system. Results of precision testing demonstrated that the vitros eciq immunodiagnostic system was not performing as expected at the time of the event. An ocd field engineer cleaned the microwell incubator and made repairs to the signal reagent assembly to return the instrument to expected operation. Following these activities, acceptable vitros trop I es performance was observed. The root cause of this event is most likely instrument related.